Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during dwell 4 of 5. The technical service representative (tsr) explained air alarm. Per the troubleshooting performed by the tsr, the home patient (hp) reported the patient was connected at the time of the alarm. The patient stated that the patient line was properly primed before they connected. The hp stated they do not use patient extensions lines, and they have not become separated from their transfer set. The hp had not disconnected any time prior to the alarm, and all bags were connected properly. The hp stated that one of their clamps was open on their unused supply line. The tsr reviewed proper procedures per the user manual. The hp stated there was nothing unusual with the supplies that were noted. The hp will not provide any samples for evaluation. The hp had also cycled the power once to get system error 2367 occurred. The tsr had her close all clamps and disconnect. The tsr said to call the registered nurse (rn) and tell them about air alarm. The therapy was ended. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through CAPA.